Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Complaint was reviewed in manufacturing floor with manufacturing and maintenance in order to detect if the equipment performs any residual with a yellow coloration during neck tape manufacturing process, the process only requires air and pressure in order to move the machinery. Neck tape roll prior cutting in machine was inspected during gemba, no discrepancies were found. The most probably root cause is the material got contaminated during storage and is not manufacturing related. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the color of the strip inside the packaging turns yellow: no patient injury was reported.